Event description:
Perforator used 2 times to make burr holes for craniotomy. Stopped at appropriate time. On third burr hole, perforator did not stop and plunged to blue hilt into brain, tearing dura & mascerating (contusing) brain. Significant potential for hematoma, brain injury. Pt having surgery for tumor removal & area damaged on brain was removed for surgical procedure.